Event description:
Catheter was placed without incident. The patient went for dialysis the next day where a small pinhole was discovered during dialysis. Catheter was replaced.

Manufacturer narrative:
Two small holes in the red extension (in the clamping area) appear to have been caused by a sharp object that was pierced through the tubing. The instructions for use provided with each catheter clearly warn against the use of sharp objects in this area. Product problem is attributed to user error.